Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable.

Event description:
It was reported that the pump date was incorrect, due to never having been updated. There was no reported impact to blood glucose. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.